Manufacturer narrative:
Visual inspection of all three shims confirmed that one of the ball bearings and spring of the detached ball bearings were missing and not returned. Posterior surface of all the shims is scuffed. Slight evidence of deformation of the swage in the distal/proximal direction was present in all the shims. Dimensions found the part to be conforming to print specifications where measured. These devices are used for treatment. It was reported that ball bearings were disassembled in the sonic wash. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
(B)(4). Other device used: catalog # 42527900504, persona articular surface provisional shim, lot # 62391245. Catalog # 42527900303, persona articular surface provisional shim, lot # 62461229. This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings fell out in the sonic wash.